Event description:
A fisher & paykel healthcare representative reported on behalf of a hospital in (B)(6) that the inspiratory pressure knob on rd900afu neopuff infant resuscitator was faulty. The faulty inspiratory pressure knob was observed prior to pt use.

Manufacturer narrative:
(B)(4). The complaint neopuff components are currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the components and completion of our investigation.